Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered within an unspecified quantity of 150ml intravia containers. The pm was discovered in the solution after the fentanyl or phenylephrine was added during compounding prior to patient use. The pm was described as particles that looked opaque and would sink to the bottom of the bag, small clear plastic that was flat, balls of clear string plastic that would float, white/clear small ¿lint/fiber¿, and some would stick to the surface of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.